Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the same event was reported for 2 patients: ¿ one from (B)(6) hospital of (B)(6) - one from (B)(6) and (B)(6) hospital. Are (B)(4).and pc-(B)(4). Duplicate reports? --no. What instruments were used to grasp the needle? Where was the needle grasped during use? Was surgery performed to remove the needle? If no, please explain how the needle was found and removed. Please provide the patient's weight, bmi at the time of index procedure. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Will any product be returned? If so, please provide the return date and tracking information. Surgeon¿s name? --please refer to the additional event information mentioned on note (B)(6) other information requested is unknown.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - device not returned. H6 investigation findings: c22 - photo review. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The same event was reported for 2 patients: one from the (B)(6). One from (B)(6). Are (B)(4) and (B)(4) duplicate reports? What instruments were used to grasp the needle? Where was the needle grasped during use? Was surgery performed to remove the needle? If no, please explain how the needle was found and removed. Please provide the patient's weight, bmi at the time of index procedure. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Will any product be returned? If so, please provide the return date and tracking information. Surgeon¿s name? Investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show a needle without suture, we are not able to determine the product code. A clear analysis of the end point of failure or the needle hole could not be performed due to the position of the needle based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient with an unknown age underwent a vaginal delivery and perineal laceration repair on (B)(6) 2024 and suture was used for perineal skin suturing in the way of continuous suturing during the operation. The hospital reported that the problem of pulling off suture needle happened when the perineal skin was sutured to the last stitch during the operation. The medical staff immediately looked for the detached needle. The patient was given b ultrasound and internal examination, but the needle was not found. Looking for an hour failed. Later, it was recorded in the operating room trash can to find the needle. More than 30 days after surgery, the patient still had tingling sensation in the perineum and bleeding, and a needle was found in the lower body on the 33rd day after delivery. The doctor's subsequent treatment measures and the patient's condition were unknown. No subsequent adverse event report was received. Additional information was requested.